Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. The insulin pump functioned properly. No blank display or display anomaly noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced a blank screen display and received a compromised forced sensor alarm. Customer's blood glucose was unknown. During troubleshooting for blank display, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen came back on. During troubleshooting for compromised forced sensor alarm, customer states that insulin pump was not dropped or bumped. Customer stated that drive support cap was sticking out. After troubleshooting, customer was advised that insulin pump would need to be replaced.